Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data shows inconsistent use of the device prior to the event date, with no insulin dosing from 2024-05-26 after the ilet ran out of insulin and then ran out of battery, until 2024-06-03, the reported event date. A more than usual dinner meal announcement was delivered at approximately 6:30 pm on the day of the event when cgm glucose was 71 mg/dl. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The hypoglycemic event was caused by the user announcing a meal and then not eating that meal, requiring intervention to prevent a severe hypoglycemic event from occurring.

Event description:
On 06/04/24 an ilet the user called to report their visit to the ER the previous night. They mentioned having announced a meal as larger than usual but never ate the meal that they had announced. The user checked their blood glucose, which read 77 mg/dl. They consumed 2 cups of juice and a hard candy but still felt unwell, prompting them to go to the emergency room. At the hospital, the user received a turkey sandwich and was discharged the same night at 11:00 pm. They confirmed they have since resumed using the ilet pump. During the event, the user experienced lightheadedness and shaking, with their blood glucose levels fluctuating to a low of 67 mg/dl for about 15 minutes.